Manufacturer narrative:
Concomitant product: olympus flowerbasket, cook conquest ttc lithotripter cable (ttcl-1). Investigation evaluation: a lot number was not provided with the returned device. The product was returned with an 8 wire olympus flowerbasket and cook conquest ttc lithotripter cable. Our evaluation of the product said to be involved confirmed the report. The handle has broken off of the proximal bar. The supplier was contacted to perform a full evaluation. Based on their evaluation we can provide the following: there are three (3) arrows written on the device to indicate the appropriate direction of rotation. The distal bar with the luer adapter is bent. The middle bar is bent, scratched, and worn. It is not difficult to turn the handle. The spring that holds the locking arm onto the ratchet gear is missing. The cook conquest ttc lithotripter cable was returned connected to the luer adapter on the distal bar. The lithotripter cable has major kink 5.6 cm from the proximal end with several other kinks throughout the length of the device. The returned basket has many kinks and curls throughout the length of the device. The basket on the distal end of the device is very deformed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation evaluation: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also state: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." According to the report a basket other than a cook basket was used. The instructions for use warnings state: ¿only select cook biliary soft wire baskets are recommended for use with this device.¿ prior to distribution, all soehendra lithotriptor handle's are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook soehendra lithotriptor handle. The user attempted to collect the common bile duct stone with a flowerbasket (olympus), however, the basket/stone incarcerated [impacted]. The proximal side of the sheath of the flowerbasket was cut, and the sheath completely removed (only basket wire left). The endoscope was removed. To crush the stone, a cook conquest ttc lithotripter cable (ttcl-1) was advanced over the basket wire, then connected to male luer lock of a cook soehendra lithotriptor handle (slh-1). The physician wrapped the basket wire around the rotating rod of the soehendra lithotripter handle. The physician rotated the handle several times, then he adjusted the slack of the wire on the rotating rod. When he attempted to rotate the handle more, it broke. He attempted to remove cook conquest ttc lithotripter cable (ttcl-1) from the cook soehendra lithotriptor handle (slh-1), however, since the male luer lock and conquest ttc lithotripter cable were connected tightly, he could not remove it. He gave up crushing the stone with the soehendra lithotriptor handle. The endoscope was inserted into the patient, and he removed the conquest ttc lithotripter cable and the soehendra lithotriptor handle. Another basket (trapezoid/boston scientific) was inserted and grabbed the stone/ olympus flowerbasket as one piece, then crushed the stone. The crushed stone was collected.